Manufacturer narrative:
Of note, this pericardial mitral valve was initially used off label as it was implanted in the aortic position. Per the instructions for use (IFU), "the bioprosthesis incorporates a sewing ring specifically designed for the mitral position and is the first bioengineered mitral bioprosthesis design with three selected bovine pericardial leaflets mounted on a flexible metal alloy frame." There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned evaluation as it is unknown when/where the device was explanted; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm 6900p valve, implanted in aortic position, is under consideration of a valve-in-valve procedure after an implant duration of 5 years and 5 months due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.